Manufacturer narrative:
It was reported on 19 april 2026, the patient experienced a burn on the skin from the mcot sensor 3.0. The patient also reported on (B)(6) 2026, experienced burning of the skin from the electrode - patch - universal 2 channel. The electrode was unable to be inspected because it was not returned. As electrodes are intended for single use and are disposed after usage; therefore, a return of the product is unlikely. The allegation should be considered confirmed as there are images of the skin irritation and or evidence the patient sought medical care to treat the skin irritation. The associated skin irritation is likely related to the patient reacting to the electrode adhesive and/or hydrogel. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. Patients reactions, such as skin irritation, resulting from biocompatibility issues are considered and assessed. There were no contributing factors identified. Additionally, instructions for use (IFU), and patient education guides (peg) provide patients with guidance and alternate wear options should skin irritation develop, including advising the patient to contact a healthcare professional as needed.

Event description:
It was reported on 19 april 2026, that the patient experienced a skin burn associated with the mcot sensor 3.0. The patient later reported on (B)(6) 2026, skin burning from the electrode - patch - universal 2 channel, as well as fluctuating fevers. The patient was advised to seek emergency care if symptoms worsened. During the time of the event, the patient was performing normal daily activities and stated that the device felt hotter than normal. The patient denied exposure of the sensor to elevated environmental temperatures. The patient was advised that monitoring could be extended if needed, and was instructed to visit urgent care. The patient was also offered an alternative wear option using the flex device. However, the patient opted for temporary break in service. Additional follow up information was received from the patient on 21 april 2026. The patient confirmed that the sensor felt warm to the touch and clarified that the adhesive caused a chemical burn consistent with the shape of the patch adhesive. The patient reported having approximately 30 minutes of sun exposure two days prior to experiencing the sensor warming. The patient stated that the universal patch was not replaced and that a previously applied patch was in use at the time of the burn. The patient visited urgent care and it was confirmed a chemical burn in the shape of the patch adhesives and a second-degree burn at the sensor site. The patient was prescribed bactine burn ointment and advised using otc tylenol and ibuprofen for pain management. The monitoring service was paused and will not resume service until on (B)(6) 2026. The patient removed the universal patch and sensor and reported no visible changes to the device. The patient confirmed that proper skin preparation was performed and denied any prior history of skin sensitivity or allergies. No additional information was provided.